Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a coronary lesion. A 2.50 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced; however, the balloon of the bdc failed to inflate and blood was noted to back fill into the hub. The bdc was simply removed from the anatomy. The bdc was then back-flushed and saline was noted to come out at a point mid shaft. An unspecified device was used to continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.